Manufacturer narrative:
(B)(4). Physio-control advised the customer that there is no service repair available or repair parts for their device and it is no longer under warranty. Physio recommended that the customer remove the device from service and a replacement device be obtained. The device has not been returned to physio-control for an evaluation. The cause of the reported event could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device powered itself on and prompted to "connect electrodes". The device displayed a service wrench and an event code was logged in the device's memory. The code logged is indicative that defibrillation therapy may not be able to be delivered, if it were necessary. There was no patient use associated with the reported event.